Event description:
This is a spontaneous case report received on 27-april-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in (B)(6) 2006 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2016. Correction on 02-jun-2016 based on initial information: the correct initial receipt date of the case is 27-may-2016. Quality-safety evaluation of ptc received on 14-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines") and alopecia ("hair loss."). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: both essure coil was fully occlusion of both tubes . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: event hysterectomy and injuries deleted and event severe cramping, chronic pelvic pain, abdominal pain, lower quadrant pain, heavy and irregular bleeding, dyspareunia, migraines and hair loss was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenopause, tubal ligation, vaginal itching, vaginal odor, lower abdominal tenderness, bacterial vaginosis and multiple sclerosis. Concomitant products included duloxetine, fiorinal-c 1/4 (fiorinal with codeine), naproxen, sumatriptan and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced adnexa uteri pain ("left ovary pain"). In (B)(6) 2008, the patient experienced headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss.") And dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopy assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal discharge and adnexa uteri pain had resolved, the dyspareunia, migraine, vaginal haemorrhage, menorrhagia and headache outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: both essure coil was fully occlusion of both tubes on (B)(6) 2016: .surgical pathology report-uterus, cervix, right fallopian tube and right ovary:benign cervix with immature squamous metaplasia, proliferative: endometrium, benign adenomyomatous endometrial polyp, extensive adenomyosis. Specimen submitted. A. Uterus. Cervix, right fallopian tube and right ovary. B. Left fallopian tube and left ovary. Gross examination- the right device goes approximately 2.0 c into the right fallopian tube and the left device goes approximately 1.5 cm into the left fallopian tube stump. The devices are encased in fibrous tissue and upon removal/extraction, the devices uncoil. (B)(6) 2007: hysterosalpingogram (hsg) essure confirmation test result- essure implants normally situated. Location class ii. Obstruction class i.as per (B)(6)2007. The patient's essure implants are normally situated in the right and left cornua and there is no evidence of filling of either fallopian tube impression: normal post essure hysterosalpingogram. Location class ii. Obstruction class I. (B)(6) 2016 - ultrasound- conclusion- right ovary contain a small cyst ¿ likely functional cyst. Left ovary is not able to visualize. No mass in left adnexa. Mo free fluid. Essure is not able to visualize. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left adnexa pain, abnormal bleeding, menorrhagia, vaginal discharge, abdominal pain lower, back pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events were newly added: vaginal haemorrhage, menorrhagia, headache, dysmenorrhea, vaginal discharge, adnexa uterine pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenopause, tubal ligation, vaginal itching, vaginal odor, lower abdominal tenderness, bacterial vaginosis and multiple sclerosis. Concomitant products included duloxetine, fiorinal-c 1/4 (fiorinal with codeine), naproxen, sumatriptan and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced adnexa uteri pain ("left ovary pain"). In (B)(6) 2008, the patient experienced headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss.") And dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopy assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal discharge and adnexa uteri pain had resolved, the dyspareunia, migraine, vaginal haemorrhage, menorrhagia and headache outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: both essure coil was fully occlusion of both tubes on (B)(6) 2016: .surgical pathology report-uterus, cervix, right fallopian tube and right ovary:benign cervix with immature squamous metaplasia, proliferative: endometrium, benign adenomyomatous endometrial polyp, extensive adenomyosis. Specimen submitted. A. Uterus. Cervix, right fallopian tube and right ovary. B. Left fallopian tube and left ovary. Gross examination- the right device goes approximately 2.0 c into the right fallopian tube and the left device goes approximately 1.5 cm into the left fallopian tube stump. The devices are encased in fibrous tissue and upon removal/extraction, the devices uncoil. On (B)(6) 2007: hysterosalpingogram (hsg) essure confirmation test result- essure implants normally situated. Location class ii. Obstruction class i.as per mr-(B)(6) 2007. The patient's essure implants are normally situated in the right and left cornua and there is no evidence of filling of either fallopian tube impression: normal post essure hysterosalpingogram. Location class ii. Obstruction class I. On (B)(6) 2016 - ultrasound- conclusion- right ovary contain a small cyst ¿ likely functional cyst. Left ovary is not able to visualize. No mass in left adnexa. Mo free fluid. Essure is not able to visualize. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left adnexa pain, abnormal bleeding, menorrhagia, vaginal discharge, abdominal pain lower, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.